Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption and that the pump wake button was sticking, requiring the button to be press multiple times. Additionally, it was reported that tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. The customer's blood glucose level was 130-227 mg/dl. The customer continued to use the pump for insulin therapy.